Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a lock sensor that was not working as the cassette locked was displayed. After investigation the results indicated a reportable malfunction due to the lock sensor not working. The cause of the customer reported problem was the lock sensor. The pump was in good condition, and no physical damage was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the lock sensor.

Event description:
It was reported that the device warns that cassette was not locked, and customer wanted no warning when cassette was locked. The customer returned the product for the cassette not being locked, and during inspection it was found that the lock sensor was not working. There was no patient involvement.